Event description:
It was reported that a malfunction alarm with the code malf 12 occurred. There was no reported impact to the customer¿s blood glucose level. Tandem technical support provided information on how to reset the pump, assisted the caller with the reset, and advised them to continue using the pump, instructing them to call back if any issues reoccur.